Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with a note that stated, "door roller broken." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was missing. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the roller pin was broken. Further testing, found the device had unrestricted flow when the door was opened. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when opening the device door. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.